Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1983d, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via a manufacturer representative (rep) rep that the patient had a loss of stimulation. The rep noted it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The rep noted the patient had impedance and battery check done. The rep added the patient had a short circuit at 0/2. The rep stated the patient was reprogrammed and had stimulation. The rep noted the healthcare professional (hcp) ordered x rays. The rep stated they did not know if the issue was resolved at the time of the report. The rep stated no surgical intervention occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was nothing that led to the return of symptoms and toe curling. It was noted that it was still not working. The patient stated that the return of symptoms and toe curling was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she did not feel stimulation even when she increased stimulation to its upper limit of 6.5 v. The patient stated her symptoms were back to where they were before she got the device. The patient stated in her experience when she does not feel stimulation the device did not help with her symptoms. The patient did not feel stimulation. The patient stated she did not currently feel stimulation however when she increased stimulation on the day of the call she could feel it real faint. The patient stated normally she could feel stimulation increase at a greater intensity when she increased stimulation. The patient stated that the strength of the stimulation didn¿t seem to increase for the amount she increased it. The patient noted therapy was on. The patient noted that when she increased stimulation up too high it would pull her toes down. The patient noted the toe pulling would always go away when she decreased the stimulation. The patient noted she had been on program 1, 2, 3 and now was on program 4. The patient added that programs 1, 2, and 3 did not work for her. The patient stated she had increased her stimulation already on the day of the call to the upper limit. The patient noted she had tried all 4 programs without success, which was contradicting to the information she reported earlier that she had tried program 1, 2, and 3. The patient reported she had a return of symptoms on (B)(6) 2016. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.